Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that the customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.